Manufacturer narrative:
Analysis of the ins, model 37601, serial no. (B)(4), found no significant anomalies, the ins battery normal end of life, no telemetry and no output.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
A health care professional via a manufacturer representative reported a clinician programmer (cp) could not connect to a consumer's implantable neurostimulator (ins). The cp was not able to connect with the ins, and was getting the "communicating with neurostimulator" screen. It was noted that the ins was implanted about six years ago ((B)(6) 2010) and normal use may led to the event. Based on the parameters used, it was expected that the battery had approximately 6 years of longevity. Because the cp could not connect with the ins, it did not show any information such as eos (end of service) or eri (elective replacement indicator), and thus the problem could be from the ins itself. Another cp was used to see if the problem was the same. The ins was explanted and replaced on (B)(6) 2016. The issue was noted as resolved. The consumer's medical history included epilepsy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.